Manufacturer narrative:
Additional information: product analysis:visually confirmed a portion of the implant returned for analysis. Witness marks noted on the sides of the inserter interface optical examination appears to provide evidence of fracture initiation at the base of the outside surface facets. Microscopic examination of the fracture identified a brittle fracture with rays indicating the direction of fracture. The above observations are consistent with brittle overload.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that implant ruptured. The implant fractured while the surgeon inserted it into the disc space. Partial implant still in patient's disc space. No injury to the patient was reported.